Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for 1 (one) unknown tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a tibial nail on (B)(6) 2017 due to infection. The nail and (4) 5.0 mm locking screws (two distal and two proximal screws) were originally implanted on an unknown date. One of the distal screws broke prior to the hardware removal. The devices were not replaced with anything. The surgery was successfully completed with no delay. The patient outcome after the hardware removal was as expected. This complaint involves five (5) devices. This report is for the tibial nail; report 1 of 3 for (B)(4).